Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a dented rigid tube and a chipped objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the rigid tube failure is due to; too much force was applied to the rigid tube. Additionally, the likely cause of the objective lens is due to physical impacts and similar damage caused additional scratches. However, the definitive root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.